Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the serial number of the pump was unknown. It was unknown if the inability to fill the pump beyond 32 ml, was an issue with the non-medtronic refill kit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The cause of the issue regarding the physician only having been able to fill the 40 ml pump with 32 ml was not since determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the physician could not fill the pump with 40 ml as intended, but otherwise could fill with only 32 ml. Regarding factors that may have led or contributed to the issue, it was indicated that the healthcare provider had not used the original manufacture's refill kit. No troubleshooting was performed. No actions were taken. The company representative planned to be present at the next refill that is to occur in may. The issue was not resolved as of (B)(6) 2024. The date of pump implant would not be made available. No surgical intervention occurred and no surgical intervention was planned. The pump remains implanted and in-service. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available. No patient symptom was reported.